Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2019 the following findings: during investigation, the display was blank during power up with audible and vibrations. Due to the blank display, the buttons were unable to be tested. The display was blank due to a cracked display. A test display was used, and it was blank. The pump was unable to be downloaded to eeprom failure. Due to the eeprom failure, the display was blank. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged display screen. This report is made based on results of investigation completed on 10-jul-2019.